Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rewind anomaly. Customer's blood glucose level was unknown. Customer stated that insulin pump had diminished battery life and had to rewind and prime more than once. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No prime or fill anomaly and rewind anomaly noted. Device passed self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no low battery alert and frozen screen noted. (B)(4).